Event description:
It was reported that during a hand assisted sigmoid resection procedure, while the surgeon was twisting the device down around his wrist for the third or fourth time, it tore. There was no pt consequence.